Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests during failure analysis. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and e70 error alarm confirmed in alarm history. The motor was tested outside of the device and passed during testing. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip found during failure analysis.

Event description:
The customer reported via phone call that they received a motor error alarm while they were changing the reservoir. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin pump was exposed to an x-ray prior to the event. The motor error was able to be cleared but a motor position encoder error alarm occurred. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.